Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (compromised sterile package, blister, lid, or foreign material ) and (B) (4).

Event description:
Compromised sterile package (blister, lid, or foreign material). When the surgeon tried to use the reamer shaft, he found that some white material (may be buffer material) was on the tip of the reamer. The procedure ended without trouble by the use of another product.